Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer's seat came loose at the base where the bolts fasten to the frame allegedly causing the consumer to fall out.

Manufacturer narrative:
The seat was returned and evaluated. Both the front and rear extrusion were secured. There was no evidence they came loose.

Event description:
Provider alleges the consumer's seat came loose at the base where the bolts fasten to the frame allegedly causing the consumer to fall out.